Event description:
It was reported that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted, and patient was doing well postoperatively. The explanted ipg will not be retuned per hospital policy.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.